Event description:
It is reported that the patient underwent a procedure for drainage and irrigation due to infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.